Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the closed clip came out and the clip could not be fed into the jaw. The device could not be fired properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the most likely cause of the low drain volume alarm is the air in the patient line. Label review was adequate for the potential use error in the complaint. . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).

Event description:
A customer contacted baxter technical service center regarding a low drain volume alarm on the homechoice (hc)device during the initial drain. The homepatient (hp) stated that there was air in the patient line. The technical service representative (tsr)recommended that the hp end therapy and start over with new supplies. Follow up with the patient revealed that he discarded the sample and does not recall the lot number. The patient stated that he is doing well and continuing with therapy. No further information provided.